Manufacturer narrative:
Appropriate term / code not available ((B)(4)) utilized to capture gastrointestinal malfunction. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-01062021-0000968245 submitted for the adverse event which occurred on (B)(6) 2015 mwr-01062021-0000968244 submitted for the adverse event which occurred on (B)(6) 2015 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced pain, inflammation, swelling, bowel obstructions, gastrointestinal malfunction, and hernia recurrence. It was reported that the patient underwent reparative surgeries on (B)(6) 2015 and (B)(6) 2015. No additional information was provided.